Event description:
It was reported that while interrogating the device prior to use, the clinician received a warning message stating "a potential cause for the battery voltage to be below the minimal value can be due to exposure to cold tempurature." It was noted that the longevity indicator was grey. The device was kept at room temperature for 48 hours and then re-interrogated, however the longevity indicator remained grey. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. The analyst noted that the battery voltage measured 2.96 volts; with pre-implant gray bar identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).